Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the o-ring where the reservoir goes in broke. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up. The insulin pump will be returned for analysis.